Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 326-427) and ketones were present. Healthcare provider identified ketone level as dangerous. Correction boluses via pump and insulin injections were used to address bg. Insulin vial was changed. Due to the continuous elevated bg, customer developed a yeast infection. Customer's healthcare provider administered 2 bags of ringer's lactate solution and prescribed diflucan to resolve infection. Customer reverted to using manual injections for insulin therapy.